Manufacturer narrative:
On may 11, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 18, 2023, mentor received additional information. Mentor became aware that the patient underwent removal on (B)(6) 2023. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female patient underwent a primary breast augmentation surgery with 325cc mentor siltex round moderate profile saline breast implants. Post-operatively, the patient experienced bilateral deflation of her prostheses, which was confirmed via mammogram. As a result, the patient is scheduled for removal on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-02824 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 09, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that two (2) tears were found on the breast implant. The tear (a) extending from the anterior to posterior view measures approximately 3.2 cm and the tear (b) on the posterior view measures approximately 0.6 cm. Microscopic examination was performed on the edges of the two (2) tears, and parallel striations were found in the whole area of the tear (a). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the tear (b) could not be identified. Based on the information currently available, a microscopic examination of the tear (a) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Although no conclusion could be reached on the cause of the tear (b), the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).